Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was erosion of the device system approximately two weeks after implant. The device and leads were explant ed and replaced on the right side. No further patient complications have been reported as a result of this event.